Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead had dissected the coronary sinus. The lead was not used and no lead was implanted. The patient was discharged.